Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement desktop charger resolved the issue of the inability to recharge the recharger and ins, and resolved the depleted ins. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger; product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger had a broken connector pin. The patient reported that the recharger and the ins battery were both dead and the patient was unable to charge. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.